Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture break was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using a preclose technique, via a 6fr sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a suture break occurred with the first proglide. The sutures of two other proglide devices were successfully placed. The sheath was upsized to 20fr and the taa procedure was completed. Hemostasis was achieved with the two preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.